Event description:
Device issue: stent fracture. Time of device issue: post procedure. Adverse event: in-stent restenosis. Onset of adverse event: post stent procedure. It was reported that on (B) (6) 2010, the patient returned to the hospital with recurrent angina and a diagnostic angiogram revealed "focal restenosis" of the xience v stent. At the proximal end of the xience stent was good, but at the distal end there was a stent fracture approximately 2 mm proximal to a previously implanted non-abbott stent. The patient remains in the hospital awaiting decision as to what interventional procedure or if surgery is required. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.